Manufacturer narrative:
No button error alarm noted. Act button did not respond due to moisture damage on keypad traces. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, scratched reservoir tube window, missing end cap sticker, and stained address and or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer received a button error alarm on their insulin pump. The customer stated the alarm occurred during a bolus. Customer also reported their buttons were not responding. The customer's insulin pump was not bumped or dropped. The customer's blood glucose was 14 mmol/l. Customer's insulin pump will be replaced. No additional information provided.